Manufacturer narrative:
(B)(4). Additional information received: performing laparoscopic anterior resection, the surgeon fired the ceea gun. He commented that the gun did not "crunch" properly and tried to fire it again and after that the gun would not disengage easily. This caused an anastomotic leak and the surgery had to be changed to a hartmann¿s procedure. There is now a likelihood of a permanent stoma instead of a potential temporary.

Event description:
It was reported that during an anterior resection procedure, the device misfired causing the staple line to be compromised. The patient has had to have a permanent stoma created rather than the planned reversible one. Patient is stable. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4), batch # m53z8a. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the patient¿s current condition? What were the indications for the original/primary surgery? What is meant by the device misfired? Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Were any unformed or malformed staples observed? If yes, where were they located? Who fired the device? Assistant or the surgeon? User experience with the device? Is the device available for return and analysis? The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.